Event description:
The father reported via phone call that the customer had a prime rewind anomaly. The father stated the customer was unable to exit from the preparing to prime loop on the insulin pump. The father also stated they received a second series of beeps and numbers appeared on the screen during troubleshooting. It was also found the drive support cap appeared to be normal. Customer's blood glucose was 178 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. The father agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.